Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during patient infusion. The device had been filled with 5-fluorouracil. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5/d11: the device had been filled with 5600mg fluorouracil in 0.9% sodium chloride (previously submitted as 5-fluorouracil). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.